Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 812:02. It is unknown when or at what point in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 812:02. The root cause was determined to be a faulty pump head module. The pump head module was replaced to repair the reported condition. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A follow up report will be submitted if additional information becomes available.